Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of incident. The customer also reported other blood glucose values such as in the range of 500 mg/dl. The customer was treated with insulin drip in the hospital. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.